Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found insulation abrasion breaching the outer insulation at 29.9cm-30.9cm, 32.4cm-33.4cm, and at 43.2cm-43.4cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart. This most likely caused the reported complaints in the field.

Event description:
It was reported that the atrial lead exhibited noise, which led to inappropriate auto mode switch episodes. The patient was asymptomatic. An abrasion was noted on the lead. The lead was explanted and replaced during a pulse generator change out procedure. The patient was well.